Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited a damaged acoustic lens due to adhesive exposure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the acoustic lens had peeled off due to adhesive exposure. In addition, an angulation malfunction in the 'up' position was observed due to a worn angle wire. Cracked adhesive was cracked on the bending section cover. The electrical connector and ultrasound connector were corroded due to water leakages. A missing ultrasound echo signal was out of specification due to a broken ultrasonic cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the objective lens was confirmed. The cause of the damaged objective lens was attributed to physical stress such as dropping the device. Olympus will continue to monitor field performance for this device.